Event description:
The (B)(6) states the charger was plugged in while he was setting up the chair and the power was on. While disconnecting the 4 way switch box, he allegedly forgot to unplug the charger or turn the power off. The joystick allegedly powered off and had some smoke. No injury is alleged.

Manufacturer narrative:
(B)(4). File escalated during retrospective review per protocol (B)(4). RMA (B)(4) has been initiated for this issue. Model tdxspree-eg serial number/date code (B)(4) is approximately 1 month of age. The consumer's medical condition, stability and medication regimen are unknown . The consumer's age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. (B)(6) alleged the charger was plugged in while he was setting up the chair and the power was on. While disconnecting the 4-way switch box he forgot to unplug the charger or turn the power off. The joystick powered off and had some smoke. He alleged the electronic in the joystick was fried. An investigation was completed with findings: visual inspection results: the joystick and the digital switch input were received and unpacked. The digital switch input's power cable had a gouge in it. The joystick's pcb had several burnt components functional inspection results: the joystick was connected to known good joystick cable, controller, set of motors and batteries. The joystick would not power up. The digital switch input was connected to a known good joystick cable, joystick, controller, set motors and batteries. The digital switch input was not recognized by the system.